Event description:
It was reported that the patient was charging more than expected. The change was noticed when she went in to a discharged mode. The discharge mode was reported as an overdischarge. The patient was without stimulation for about 4 hours. The patient would recharge for about ½ hour to 1 hour a day. A longevity recharge estimate was found to be greater than 2 weeks. A 30 minute recharge was noted to occur every night. No coupling bars were reported one night.

Manufacturer narrative:
Product ID 37642, serial# (B)(4); product type programmer, patient product ID 3 7651, serial# (B)(4); product type recharger product ID 3389-40, lot# j0124596v, implanted: 2002 (B)(6); product type lead product ID 3389-40, lot# j0124596v, implanted: 2002 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension. (B)(4).

Event description:
Additional information received reported the patient received therapy and they had been advised to charge for a longer duration rather than short 20-30 minute increments. They were able to troubleshoot with technical support on the day of the incident and they found that the patient had decent coupling but they were not charging long enough to get the battery to charge over 50%. The patient received therapy and they were educated on charging for a longer duration and they had followed up with their neurologist as well.

Manufacturer narrative:
(B)(4).